Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified. A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys c-peptide results from the cobas e 801 module. The initial result was 2.26 nmol/l. The repeat result was 0.01 nmol/l. The questionable result was not reported outside of the laboratory.